Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hollow fiber oxygenator, it was reported that there was was leaking from the bottom of the oxygenator. See attached photo. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation:visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle.. Pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Conclusion: reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle and the photo provided by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was leaking from the bottom of the oxygenator. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the device, the packaging or other contents within the package. It was stated that the patient only lost some drops of blood because of the leak. A: patient information updated. D.4: expiration date updated. E: initial reporter updated. H.6: annex e code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.